Manufacturer narrative:
Batch review performed on 30 march 2021. Lot 168489: (B)(4) items manufactured and released on 08-mar-2017. Expiration date: 2022-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 2 years and 2 months after primary. The surgery was completed successfully.